Event description:
On (B)(6) 2015 a patient (pt.) Called to report that his/her eye turned red. The pt advised that he/she went to an eye care provider (ecp) and was diagnosed with corneal ulcer od at the end of 2014. The pt advised that he/she was given an antibiotic, but the pt did not recall the name. The pt also advised that it was his/her first trial with an acuvue oasys lens. The pt also advised that he/she ¿suspended the use of lenses for 3 months and was just released from doctors care on (B)(6) 2105.¿ the pt advised that the od is fine now. The pt advised that he/she discarded all the suspect lenses and did not have lot# available at the moment. On (B)(6) 2015 the pt sent email providing lot# and advised that he/she had 2 pair of lenses left from this lot #. The suspect product was requested for return for evaluation, but it has not yet been received. Multiple unsuccessful attempts have been made to collect additional information from the pt¿s ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0028k0 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.